Event description:
Breast implants placed in 1977. Now complains of pain and discomfort primarily in right breast. Capsular contracture around right breast implant on exam. Explanation of device. Right breast implant rupture left breast implant intact.